Manufacturer narrative:
The exact date of the event is unknown, event occurred in the spring of 2018. Explant date: spring of 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-82168-50, serial: (B)(4), batch: 18854084.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned.